Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported that the ventricular lead dislodged. The lead was explanted and replaced. Prior to the replacement surgery, the device could not be interrogated despite telemetry indicating the device was within range, and after the device initially communicated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.